Event description:
The account alleged that the head down function is not functioning. No injury reported.

Manufacturer narrative:
The account removed the head drive from the bed to allow the head to be down. The account does not wish to repair the bed. The bed meets their educational needs.